Event description:
It was reported to philips that the ups battery failure caused system beeping on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the ups with a teal retrofit kit ups 4990686-02 and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).